Event description:
It was reported that when using the bd pyxis medstation system, the main half-height cubie drawer 3.1 was unable to open and produced some clicking sounds while nurses were retrieving some medication for a patient. This incident resulted in a delay in dispensing medication to the patient, as the nurse was unable to access the required medication and subsequently ordered an alternative. The specific medication affected was codeine 30mg tablet (medid: codeot3017). Due to the drawer's inaccessibility, the affected medications were placed in a different drawer within the same station. The customer attempted to reboot the station and execute a drawer recovery, but only received a maintenance error, and the drawer remained unresponsive during the recovery attempt. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 3.1 (main) was unable to open and produced some clicking sounds at the station. A field service engineer checked the system and tested all devices, finding no issues. The system functioned as intended after troubleshooting the device.